Event description:
Doctor reported that the primary surgery took place on (B)(6) 2011 and revision surgery was planned due to loosening of exeter cup. According to doctor, exeter stem needed to be removed in order to obtain improved insight into acetabulum. As per doctor, after removing exeter stem, it has been noticed discolourations on its damaged coating. The surgery was finished with new cup and new exeter stem.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.